Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that the knife blade stopped advancing in scarred and fatty tissue towards the end of a laparoscopic sigmoid colectomy. There was no injury to the pt. The device was returned to covidien and visual inspection discovered that the clear insulation was missing. The site was contacted and they noted that the pt is currently in good condition.